Event description:
Same case as 6000089-2006-00637. 371 days after a coronary artery drug eluting stenting procedure, the patient expired. The lesion being treated in the index procedure wa a 5.0mm, 10.0mm, 90% stenosed bifurcating portion of the left main coronary artery .the physician treated the lesion with predilatation and successful placement of two taxus express2 8.8% (3.50x16mm & 3.00x20mm) drug eluting stents in the target lesion with a 8mm overlap. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. 371 days after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death and the relationship of the death to the target vessel is unknown.